Event description:
The home patient (hp) contacted baxter's (B)(4) regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain 3 of 4. The hp had disconnected and then reconnected. The baxter technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and instructed to cycle power to clear the alarm. The hp confirmed to finish therapy with manual exchange and call the nurse to inform of the incident. The solution to this issue was provided over the phone. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the patient's wife on (B)(6) 2010. The patient was resuming therapy and no patient injury or medical intervention was reported. This complaint for a system error 2240 (air in set) that occurred during drain 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).